Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and infection ('infection w/IV antibiotics') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required) and experienced infection (seriousness criterion medically significant). The patient was treated with surgery (essure removal, oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and infection outcome was unknown. The reporter considered infection and medical device removal to be related to essure. The reporter commented: hospitalisation- yes (cause and date not specified) more than one essure related surgery- no. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and infection ('infection w/IV antibiotics') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization, medically significant and intervention required) and experienced infection (seriousness criterion medically significant). The patient was treated with surgery (essure removal, oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and infection outcome was unknown. The reporter considered infection and medical device removal to be related to essure. The reporter commented: hospitalisation- yes (cause and date not specified) more than one essure related surgery- no. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and infection ('infection w/IV antibiotics') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), infection (seriousness criterion medically significant), dyspareunia ("dyspareunia"), uterine haemorrhage ("abnormal uterine bleeding") and menorrhagia ("menorrhagia"). The patient was treated with surgery (laparoscopic right salpingo-oophorectomy and left salpingectomy, essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, infection, dyspareunia, uterine haemorrhage and menorrhagia outcome was unknown. The reporter considered dyspareunia, infection, menorrhagia, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: hospitalisation- yes (cause and date not specified) more than one essure related surgery- no. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2020: summons received. Reporter information added. Event medical device removal updated to event chronic pelvic pain. Events: dyspareunia, abnormal uterine bleeding, menorrhagia added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.